Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal pelvic floor; fecal incontinence it was reported that they have not been able to feel stimulation at all in the last few days. Patient tried to connect to the implant today and received the message that the internal device has lost all data and needs to contact the clinician. When asked, the patient said that they had an MRI in february and turned the device off for the MRI and placed the device into MRI mode. The patient was redirected to their healthcare provider to further address the issue.".